Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.

Event description:
It was reported that the transmitter sparked when plugged into a power source. The transmitter was replaced. There was no user harm or any adverse consequences due to the reported sparking. The patient was in stable condition.

Manufacturer narrative:
The field complaint of unit making sparks was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter as well as the ac power adapter. The unit was plugged in to the working ac power outlet and the unit powered on successfully. Upon further inspection, there was no damage to the main printed circuit board (pcb) of the transmitter and no damage to the main pcb of the power adapter. Unit booted up to tower icon and performed delete/downgrade process successfully.